Event description:
About a month after a fall I noticed my left breast was growing and oddly shaped. My doctor thought it was a blood clot and I went into surgery, and he said he never saw anything like it before, and it ended up being breast implant associated anaplastic large cell lymphoma with a confirmation of a cd30(cluster determinant) marker lk negative, so I am reporting that I had a mcgan breast implant that was later taken over by allergan company with the rough surface that caused this. I asked my doctor, dr. (B)(6) to report this to the FDA but I do not believe that he did.